Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pzp204095h the device was returned, analyzed and analysis of the device revealed normal battery depletion. Concomitant products: 4193 implantable pacing lead (B)(6) 2003; 5076 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that the device experienced early battery depletion (elective replacement indicator - eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.